Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed due to component. Field service engineer opened center columb and applied great to latch contacts to resolve the issue. The system functioned as intended after the field service engineer serviced the device.